Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a distal gastrectomy and laparoscopic pyloroplasty procedure, at second firing, the scrub nurse prepared the device and checked the connection of the reload and handle, but although the handle was squeezed the jaws did not close. The handle was squeezed again, but the issue persists. A new reload was used to complete the procedure. The event occurred during the procedure, but the product was not used for patient. There was no patient injury.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.